Manufacturer narrative:
Device evaluation update: results of investigation:(return analysis) the suspect device was returned to vyaire medical for evaluation. The exact root cause is not determined as issue is not duplicated; no performance issue was found the suspect component was return to vyaire medical. Inspect the unit and found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. After a 30 minute warmup, the circuit test, zero pressure calibration, blower reference calibration, insp valve offset calibration, and base unit test were performed and passed without issue. Bellavista unit ventilation was cycled with default ventilation settings for 1 hour and functioned as expected with no alarms or warning messages. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. Log file evaluation (non return analysis)-the root cause was due to a defective inspiration valve nt field service evaluation:a vyaire field service representative(fsr) evaluated the device onsite and replaced the inspiration block. The unit passed 2 point o2 calibration, circuit test and verification . The unit performs within OEM (original equipment manufacturer)specifications. Additional information: the customer confirmed that the issue happened only during pretesting calibration. There was no patient involvement.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire sent quote to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had technical failure alarms 300 - device in failsafe, 316 - blower failure and 545 - astepinspvalve value out range- failsafe. Furthermore, there was no information for patient involvement associated with this issue.